Event description:
A distributor reported that the customer experienced a cartridge alarm issue with their insulin pump during pumping. This incident did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer with loading a new cartridge; however, the alarm persisted. As a resolution, technical support decided to replace the pump and confirmed the shipping address with the customer. The customer was instructed to return the faulty pump using a pre-paid label and acknowledged understanding on putting the pump into storage mode before returning it. The customer planned to use multiple daily injections as a backup insulin therapy.